Event description:
It was reported by the affiliate that the (1) hp052 was used during an unknown procedure. It was reported that the instrument made an error alarm. There was no pt consequence. The case was completed with another device. 06/18/2000 it was reported by the affiliate the device is being returned.